Event description:
It was reported by the plaintiff's attorney that the pt was implanted with a monarc sling system on or about (B)(6) 2008, with the intention of treating her stress urinary incontinence. It was alleged the pt experienced "significant mental and physical pain and suffering," "some permanent disability," "painful intercourse, infection, urinary problems, abdominal pain, and other injuries." It was also alleged the pt had "undergone a surgical procedure to remove a portion of the product" and had "sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.